Manufacturer narrative:
The customer reported the vial adapter was leaking during use, and returned photos of material 2203e, and two lots, 23125149 and 23105217. The photos and other information in the provided spreadsheet were reviewed, and also forwarded to the manufacturing site. The complaint could not be verified, as the photos did not confirm the location or reason for the leakage. Without physical samples, the investigation results are held to the photos. The root cause of the leakage could not be found. No actions were taken by the manufacturing site for the issue. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#: 2203e batch number#: 23125149 it was reported by customer that vial adaptor leaking during use verbatim#: rcc received a complaint via email. Email(s) attached. Cove ID - (B)(4). Date of company awareness- 10/25/2024. Merck fg batch #y007209. Bd vial adapter batch - 23125149. Pqc category - vial adaptor leaking during use.

Event description:
Material#: 2203e batch number#: 23125149 it was reported by customer that vial adaptor leaking during use verbatim#: rcc received a complaint via email. Cove ID - (B)(4). Date of company awareness- 10/25/2024. Merck fg batch #y007209. Bd vial adapter batch - 23125149. Pqc category - vial adaptor leaking during use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.